Event description:
This case was reported via regulatory authority (B)(6) ((B)(4)) on 01-mar-2017. This spontaneous case was reported by a physician and describes the occurrence of device breakage ("the outer coil of the left insert caught on the cervix while the distal extremity remained caught in the tubal ostium with the inner coil/ implant was found in pieces") and genital haemorrhage ("bleeding") in a female patient who received essure (batch no. 50759360). The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On (B)(6) 2017, 1070 days after starting essure, the patient experienced device breakage (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant) and device expulsion ("the outer coil of the left insert caught on the cervix while the distal extremity remained caught in the tubal ostium with the inner coil"). The patient was treated with surgery (hysteroscopy, defective insert retained by the pharmacy at the clinic). Essure was withdrawn. At the time of the report, the device breakage, genital haemorrhage and device expulsion outcome was unknown. The reporter provided no causality assessment for device breakage, genital haemorrhage and device expulsion with essure. The reporter commented: the incident - the outer coil of the left insert caught on the cervix while the distal extremity remained caught in the tubal ostium with the inner coil - was observed upon removal and means that the implant was found in pieces. Physician did not know if the problem arose from the insertion. Diagnostic results: on (B)(6) 2017: hysteroscopy: hyper-echogenic material in uterine cavity, the outer coil of the left insert caught on the cervix while the distal extremity remained caught in the tubal ostium with the inner coil. Most recent follow-up information incorporated above includes: on 22-mar-2017: adverse event update. Company causality comment: this non-medically confirmed spontaneous case report, received via regulatory authority, refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. Three years later she experienced genital haemorrhage ("bleeding") and therefore a hysteroscopy was performed. The outer coil of the left insert caught on the cervix while the distal extremity remained caught in the tubal ostium with the inner coil and implant was found in pieces (previously regarded as uterine perforation), upon receipt further information was interpreted as device breakage. Essure was removed via hysteroscopy. Genital haemorrhage and device breakage are regarded as serious due to their medical significance and they are anticipated according to essure's reference safety information. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this case, bleeding occurred during essure's use. Considering the compatible temporal relationship and the event's nature, causality of genital haemorrhage with essure cannot be excluded. During difficult removals device breakage may occur. In this case, the outer coil of the left insert caught on the cervix while the distal extremity remained caught in the tubal ostium with the inner coil. It was observed upon removal and means that the implant was found in pieces. Taking to account that breakage occurred during essure removal causality cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought.

Manufacturer narrative:
This case was reported via regulatory authority ansm (reference number: (B)(4)) on 01-mar-2017. This spontaneous case was reported by a physician and describes the occurrence of device breakage ("the outer coil of the left insert caught on the cervix while the distal extremity remained caught in the tubal ostium with the inner coil/ implant was found in pieces") and genital haemorrhage ("bleeding") in a female patient who had essure (batch no. 50759360) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 2 years 11 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and device expulsion ("the outer coil of the left insert caught on the cervix while the distal extremity remained caught in the tubal ostium with the inner coil"). The patient was treated with surgery (hysteroscopy, defective insert retained by the pharmacy at the clinic). Essure was removed. At the time of the report, the device breakage, genital haemorrhage and device expulsion outcome was unknown. The reporter provided no causality assessment for device breakage, device expulsion and genital haemorrhage with essure. The reporter commented: the incident - the outer coil of the left insert caught on the cervix while the distal extremity remained caught in the tubal ostium with the inner coil - was observed upon removal and means that the implant was found in pieces. Physician did not know if the problem arose from the insertion. Diagnostic results: on (B)(6) 2017: hysteroscopy: hyper-echogenic material in uterine cavity, the outer coil of the left insert caught on the cervix while the distal extremity remained caught in the tubal ostium with the inner coil. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-apr-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1619 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot#: 50759360 - production date: 20-sep-2013 - expration date: 30-sep-2016. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibilìty of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not I indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report, received via regulatory authority, refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. Three years later she experienced genital haemorrhage ("bleeding") and therefore a hysteroscopy was performed. The outer coil of the left insert caught on the cervix while the distal extremity remained caught in the tubal ostium with the inner coil and implant was found in pieces (previously regarded as uterine perforation), upon receipt further information was interpreted as device breakage. Essure was removed via hysteroscopy. Genital haemorrhage and device breakage are regarded as serious due to their medical significance and they are anticipated according to essure's reference safety information. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this case, bleeding occurred during essure's use. Considering the compatible temporal relationship and the event's nature, causality of genital haemorrhage with essure cannot be excluded. During difficult removals device breakage may occur. In this case, the outer coil of the left insert caught on the cervix while the distal extremity remained caught in the tubal ostium with the inner coil. It was observed upon removal and means that the implant was found in pieces. Taking to account that breakage occurred during essure removal causality cannot be excluded. This case was regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but was considered plausible.